Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, left ((B)(4) for right), reason(s) for revision: unknown. Update - added hospital and surgeon taken from claimsuite dated 18th july 2014. Update - amended implant date, marked as legal and added kid number. Taken from (B)(6) email dated 25th july 2014. (B)(6). Update received. 17 sept 2014 - confirmed alval / soft tissue reaction as reasons for revision.. Update 1 oct 2014 - added loosening and pain as reasons for revision. Added additional surgeon. Added the expiry date for all products. Reporting all products as loose until confirmation received. Update 2 oct 2014 - confirmation received that the cup was the loose product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Left (see (B)(4) for right). Reason(s) for revision: unknown. Update - added hospital and surgeon taken from (B)(6) dated 18th july 2014. Update - amended implant date, marked as legal and added (B)(6) number. Taken from (B)(6) email dated 25th july 2014.

Event description:
Asr revision; asr xl; left (see (B)(4) for right); reason(s) for revision: unknown.